Event description:
A report was received that a pt was explanted due to infection. The pt was treated with antibiotics and also receives hyperbaric oxygen therapy to heal the infection site. The pt is reportedly doing well after the explant procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn because they were discarded by the medical facility.